Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve, fluoroscopy revealed a possible minor stent fracture in the anterior proximal aspect of the valve. This was not hemodynamically significant. No treatment was required and the valve remains implanted. There were no reported adverse patient effects.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic as it remains implanted in the patient. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.